Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cracked while loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). The device was returned to the factory for evaluation on 04/17/2020. An investigation was conducted on 04/27/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The seal was visible in the loading device window with no visual defects observed. The blue slide lock was not dis-engaged and the white plunger was not depressed on the delivery device the delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal or tension spring assembly. No crack/delamination of seal was observed. Measurements were taken of the delivery device. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 inches and the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "crack" was not confirmed but was confirmed for the analyzed failure ¿fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cracked while loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.